Event description:
Information was received that this patient experienced cardiac arrest likely caused by r wave on the t wave pacing as this right ventricular (rv) lead under-sensed occasional ectopic beats. Several non sustained ventricular tachycardia episodes were recorded possibly due to under-sensing . The device was a pacemaker and thus would not deliver therapy. The rv pacing thresholds had increased and loss of capture was seen. Asystole for greater than 2 seconds was likely. This rv lead was not explanted. The device was explanted ((B)(4)) as it was deemed that the patient would benefit from an endocardial system with lower pacing thresholds. The patient returned to normal sinus rhythm after treatment for the cardiac arrest. An upgrade to a dual chamber device with and atrial lead was intended as the patient had previous chronic atrial fibrillation.

Manufacturer narrative:
Na